Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) with no other out of range lead measurements. The lead remains in use. No patient complications have been reported as a result of this event.